Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their elderly male client, now (B)(6), used fixodent denture adhesive, version unk cream concurrently with super poligrip original denture adhesive, unspecified total daily used beginning 2001 through 2008, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.